Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 3108859 . D.4. Medical device expiration date: 30-sep-2024. H.4. Device manufacture date: 18-apr-2023. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), blood clotted in the tubes and the anticoagulant appeared to be sprayed unevenly or less than expected. This event occurred fifty (50) times for each batch number reported. Sample recollection occurred.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 3108863 . D.4. Medical device expiration date: 30-sep-2024. H.4. Device manufacture date: 18-apr-2023. D.4. Medical device lot #: 3108859 . D.4. Medical device expiration date: 30-sep-2024. H.4. Device manufacture date: 18-apr-2023. H.6. Investigation summary: 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples from bd inventory were evaluated: lot: 3108863 retention samples were visually and functionally evaluated with acceptable results. Lot: 3108859 retention samples were visually inspected with no issues observed. Functional testing revealed on sample was out of specification for edta content. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode, clotting by the photos provided and via titration testing of retention samples for lot 3108859. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), blood clotted in the tubes and the anticoagulant appeared to be sprayed unevenly or less than expected. This event occurred fifty (50) times for each batch number reported. Sample recollection occurred.